Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient's mother was well over 400 mg/dl. The pod was worn for 24 to 36 hours on the leg. The patient's mother feels that they do not get enough insulin because they frequently run high bg levels. The patient was taken to the hospital. The patient was treated with intravenous therapy with insulin. The patient's mother feels unsafe about using the pdm at this point she will take a break for a month and then maybe go back to using the pod. Patient is currently still in the hospital.